Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would "digitize" and "blackout". The customer stated the hdmi connection between the video baton and cable was "loose" and pressure needed to be applied on the connection to maintain a consistent image. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.